Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to remove an o-ring and clean the pneumatic tap area; they then successfully reloaded the original cartridge and resumed insulin therapy.